Event description:
The surgeon implanted lens but the haptic tore while being inserted. The incision was enlarged to remove but sutures were not required. The facility stated it was unk as to why the haptic tore. An msi-tm injector and an aq cartridge fp were used but the facility was unable to recall the lot numbers, nor were they able to provide the pt info.